Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user performed a factory reset and subsequently noted elevated blood glucose after meals during the device¿s two-week training period. Symptoms included hyperglycemia, with a reported blood glucose of 175 mg/dl at the time of the call. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and user education regarding the training period. Investigation included telephone-based assessment and user education on expected post-reset training behavior. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with expected glycemic variability during the training period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.